Event description:
It was reported that the patient experienced a replacement of an ams ms penile prosthesis pump due to injuries and the device failing to completely inflate or completely deflate. A pump valve issue was suspected. After the pump replacement the device completely inflates and deflates.